Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. Following pre-dilation with 2.5 x 15mm non-boston scientific balloon, a 4.00 x 20 synergy drug-eluting stent was deployed to treat the lesion. However, due to the severe calcification, the edge of the stent was not optimally inflated. A non-compliant balloon catheter was then used to post-dilate the stent, but a dissection was noted. Another stent was implanted overlapping the lesion to complete the procedure. No further patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. Following pre-dilation with 2.5 x 15mm non-boston scientific balloon, a 4.00 x 20 synergy drug-eluting stent was deployed to treat the lesion. However, due to the severe calcification, the edge of the stent was not optimally inflated. A non-compliant balloon catheter was then used to post-dilate the stent, but a dissection was noted. Another stent was implanted overlapping the lesion to complete the procedure. No further patient complications were reported and the patient condition was stable. It was further reported that a 4..0x8 non-bsc non-compliant balloon catheter was used to post-dilate at 16 atmospheres. The synergy balloon was inflated at 12 atmospheres and dissection occurred after the stent deployment.